Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of perforation is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance and additional treatment appear to be related to operational context. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the left anterior descending artery. A 2.25x28mm xience sierra stent delivery system (sds) failed to cross due to the anatomy; however, during the attempt to cross a perforation was noted. The sds was removed and an unspecified non-abbott balloon catheter was used to balloon the perforation until it sealed successfully. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.